Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition could not be confirmed, and therefore, no assignable cause could be determined. Should any additional information be made available, a follow-up MDR will be submitted.a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Event description:
The customer reported to a baxter representative a condition of one clearlink extension set that was alleged with "particulate matter in the set;" this condition was reported as having occurred prior to patient use, "during priming." There was no report of patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4) - evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.